Event description:
Incorrect volume delivery and returns noted; questionable malfunction ventilator changed to beari hemodynam monitor and IV pumps in use at time. No harm to patient malfunction caught immediatelydevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: invalid data. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: no. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.